Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low sensing and had an unobtainable capture threshold. A chest x-ray and computed tomography (CT) scan were performed and revealed that the rv lead caused cardiac perforation. The rv lead was explanted and replaced. The patient had no consequences.